Manufacturer narrative:
No sample returned for investigation. It is unknown how the device may have caused or contributed to the reported event. Sample not returned for evaluation.

Event description:
Corflo 16fr feeding tube was inserted to (B)(6) lady without any complications, feeding was commenced successfully patient was found to be peritontic and CT showed: significant free intraperitoneal air in keeping with perforation most likely from the stomach. The balloon of the peg tube is noted outside the stomach lumen along the anterior surface of the left lobe of the liver. Large volume ascites is seen. Patient had a damage control laparotomy where the gastric content and feed present throughout abdomen. Suctioned fluid and abdominal cavity washed out. No perforation site identified on stomach. The patient subsequently passed away.